Event description:
A caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to ensure the pump was not connected to a power source and attempted to troubleshoot by pressing the button and connecting it to a power source with known working supplies, but the pump screen remained off, and a red led was blinking around the button while the pump vibrated every three minutes. Technical support decided to replace the pump, and since it was out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.